Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the liver during a liver biopsy procedure performed on (B)(6) 2024. During the procedure, the inner sheath was detached and remained inside of the endoscope. The procedure was completed with another expect slimline needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sheath detached. Block h10: investigation results: the expect slimline needle was returned, and a visual inspection observed that the needle is broken, the needle knob is crooked, and the working length is kinked on various sides. No other problems noted. The reported event of sheath detached was not confirmed. Based on the available information, it is most likely that the technique used was the reason why the working length was found kinked. When the handle is not secured carefully, the weight of the device itself can bend the working length. This can also happen if excessive force is being used to grab any of the components of the device. It's most likely that the needle broke due to the severity of the kink found on the working length. In addition, the needle locking knob damage could have happened as result of tightening the knob with too much force during the procedure, making the knob exceed the tightening limit. Based on all available information and analysis of the returned device, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the liver during a liver biopsy procedure performed on (B)(6) 2024. During the procedure, the inner sheath was detached and remained inside of the endoscope. The procedure was completed with another expect slimline needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sheath detached.